Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 2.6, lab: 3.1. About two hours in between meter test and lab draw.

Manufacturer narrative:
Investigation pending.